Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occurred compared to the estimated residual longevity displayed by the programmer (on (B)(6) 2018, the estimated residual longevity was 21 months, on (B)(6) 2019 it was 12 months and on (B)(6) 2019 it was 4 months). The pacemaker was explanted and replaced on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, premature battery depletion occurred compared to the estimated residual longevity displayed by the programmer (on (B)(6) 2018, the estimated residual longevity was 21 months, on (B)(6) 2019 it was 12 months and on (B)(6) 2019 it was 4 months). The pacemaker was explanted and replaced on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.